Event description:
It was reported that following a coronary drug-eluting stent treatment procedure, the pt died. The procedure reportedly had gone well, however, the pt died later the evening of the procedure. No add'l info is available at this time.